Event description:
On january 24, 2022, caire received the below report from a patient: the end user stated that they bought the unit from their brother in law's estate who passed away. The dc cord melted at the end of the plug and had a burnt smell. When fishing out, the dc cord did spark. The end user confirmed that the freestyle comfort unit and the dc cord did not catch fire.

Manufacturer narrative:
The device has been returned to caire for an investigation. If any new information is discovered, a follow-up report will be submitted.

Manufacturer narrative:
The device has been returned to caire for an investigation. If any new information is discovered, a follow-up report will be submitted.

Event description:
On january 24, 2022, caire received the below report from a patient: the end user stated that they bought the unit from their brother in law's estate who passed away. The dc cord melted at the end of the plug and had a burnt smell. When fishing out, the dc cord did spark. The end user confirmed that the freestyle comfort unit and the dc cord did not catch fire.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The evaluation of the freestyle comfort portable oxygen concentrator and power cable was completed with visual and functional inspection. The uut was functioning as intended, without exhibiting any abnormal behaviors or alarms, and producing acceptable oxygen concentration levels at all flow settings when powered by a known good battery. The dc power cable was missing the contact head and retainer upon receiving the unit. Evidence suggests that these two pieces were dislodged during the event. The plastic around the contact head was melted and the fuse wire was intact. The damage suggests that the power cable connector experienced excessive heat buildup due to contact resistance causing the plastic to melt. The fuse wire being intact indicates that the load current did not exceed the fuse limit. All damage incurred during the adverse event was contained to the dc power cable connector and no injuries were reported as a result.